Manufacturer narrative:
Concomitant product: 5072-52 lead implanted: (B)(6) 1998.

Event description:
It was reported that the patient experienced swelling over their pocket site and night sweats approximately seven weeks after a routine device exchange procedure. The patient experienced a hematoma at the implant site and the site was evacuated. The patient was later admitted due to increased swelling and reddish drainage at the site. Blood cultures taken showed gram-positive cocci and cultures of the pocket fluid showed propioni bacterium. The implantable cardioverter defibrillator (ICD) system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.